Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Reportedly, the customer was reusing cartridge. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.